Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that when they left the office they were feeling stimulation in the vagina. The patient went to the bathroom, the external neurostimulator (ens) fell off their waist, and the ens got a little wet. The ens seemed to be functioning and the green light was on. The patient had to turn stimulation up to 10 and was feeling stimulation a little in their back, but none in the vagina. The manufacturer representative further reported that the cause of the stimulation in the wrong location was determined to be that the lead may have moved as they were designed to be temporary and should move if pulled on. The stimulation in the wrong location had been resolved and the patient decided they had a successful test and was implanted with an implantable neurostimulator (ins).